Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, renal dysfunction, and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the heartmate 3 lvas patient handbook, also provide care instructions in regard to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, renal dysfunction, sepsis, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. Section 6 also provides instructions on caring for and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an intra-cranial hemorrhage. The patient had presented with sepsis and acute mental status change. A head computed tomography was done. It was noted that the patient had acute kidney injury secondary to coumadin and was instead placed on eliquis. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.